Manufacturer narrative:
Additional information was received that the valve was explanted due to endocarditis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four years and seven months following the implant of this transcatheter pulmonary bioprosthetic valve, the valve was explanted and replaced with a surgical valve for an unknown reason. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received which indicated that post-implant proximal conduit to right ventricle (rv) gradient was 5-7 mm hg. At the time of endocarditis diagnosis, the right ventricular outflow tract (rvot) mean gradient was 40 mm hg, which was increased since the previous echocardiogram. The highest mean rvot gradient during the endocarditis episode was 70 mm hg. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Endocarditis that occurs more than 12 month after the procedure is called late prosthetic-valve endocarditis and is largely community-acquired versus a result of the manufacturing process of the valve. A review of the sterility lot record confirms that the biological indicators (bi) tested negative for both tissue and solution. There have been no additional complaints, or complaints for infection against any of the devices manufactured under this sterility lot. The sterilization process used by medtronic has an anti-microbial kill on the microorganisms such as staphylococcus and streptococcus species. This process is validated using the worst case bacillus atrophaus (gram positive spore forming rods), which is known to be representative of the cleanroom bioburden. It was highly unlikely that the endocarditis originally came from the device and/or manufacturing valve process. The reported high gradients could potentially be due to immobile leaflets caused by endocarditis. However, without the return of the device, the root cause of the high gradients cannot be determined. If information is provided in the future, a supplemental report will be issued.